Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the internal mirror of the mlx 300w xenon lightsource (00mlx) falls out, the unit was getting hot and the front case was damaged. This event was discovered during set-up; thus, there was no patient involvement. No injury or surgical delay was reported.

Event description:
N/a.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Failure analysis - the xenon lightsource was received in used condition. The depot technician was able to duplicate the reported problem with the unit. The bezel, control and standby membrane, left side panel, turret, and mirror were replaced. Evaluation and function tests were performed. The lightsource passes all tests. Root cause analysis - the reported complaint was confirmed. Evaluation identified that the bezel, control and standby membrane, left side panel, turret, and mirror all required replacement. Evaluation also identified that the internal mirror was falling out and that the unit was overheating. This was most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified. No further action or investigation is planned for this complaint.